Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead. Lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence; the trial began (B)(6) 2020. It was reported the patient had started to void a lot more. Sometimes they would void a couple of times per hour. The patient was switched to the right side at a stimulation of 2.0 volts. The following day they reported they may have had an infection. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.